Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned and photos were provided for evaluation. The investigation is inconclusive for the reported deflation issue. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf5084 pta balloon dialation catheter allegedly experienced deflation problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.